Manufacturer narrative:
PMA/510(k) # k171619. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations via medwatch report: a 69 year old patient of undisclosed gender underwent a colonoscopy procedure in which the colon decompression set, g22181, was used. During colonoscopy and insertion of fecal decompression device when withdrawn of inner black stylet of decompression tube, the stylet broke leaving some of the stylet in place. Physician determined it would be left in place as device would still function and there would be no harm to patient. Patient outcome: did any unintended section of the device remain inside the patient¿s body? If yes, please describe. During colonoscopy and insertion of fecal decompression device when withdrawal of inner black stylet of decompression tube the stylet broke leaving some of the stylet in place. Physician determined it would be left in place as device would still function and there would be no harm to patient. Was the patient hospitalized or was there prolonged hospitalization? Patient was an inpatient. Hospitalization was not prolonged. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Patient/event info - notes: rpn prefix: cdsg, cdsm. For all complaints, ask: was the device flushed before use? Yes. What was flushed through the device (water, saline, etc.)? Saline. If other please specify. Was lubrication applied to the decompression tube? N/a yes, no, customer did not answer. Details of the wire guide used (diameter, type, make)? If not with the device in question, how was the procedure finished? No other devices used. Please advise the anatomical location of the intended target site. Ascending colon. How experienced was the physician with using the cdsg? Yes. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. What is the endoscope manufacturer and model number that was used? Olympus pcf-h190dl (colon scope). Was resistance encountered when advancing the decompression tube into position? No. If resistance was encountered, was the endoscope withdrawn a short distance? N/a. How often was the decompression tube irrigated? Unable to determine. Did any section of the device detach inside the endoscope or patient? N/a, yes, no. See first bullet point. How long was the set left in dwelling? 4 days. Below was requested as additional information per qe and the customers response received. ¿it has been requested if the broke stylet will require intervention and removal or will it remain in situ?¿ the broken piece remained in place.

Manufacturer narrative:
PMA/510(k) # k171619. Device evaluation: 1 x cdsg-14-175 device of unknown lot number involved in this complaint was not available for evaluation. This file is related to pr (B)(4) which captures the user error of the device exceeding the recommended indwell period. (Rpn: cdsg-14-175). Document review including IFU review: prior to distribution cdsg-14-175 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. The instructions for use (ifu0102-4) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ clinical input received stated that as the device would still function there would be no harm to the patient despite part of the broken stylet remaining within the patient. Root cause review: a definite root cause cannot be determined as the device remains within the patient and due to limited information. Engineering input received stated that the 'stylet' they are referring to could be a guiding catheter supplied with the device which is a black tube. A possible root cause could be attributed to difficult patient anatomy resulting in excessive force on the guiding catheter during the procedure causing it to break during removal. Several attempts to obtain additional information from the customer on what their reference to the 'stylet' actually means, but this information has not been forthcoming, if it is received at a later date the investigation will be updated accordingly. Summary: complaint is based on customer testimony. According to the information reported, despite part of the broken stylet remaining within the patient there was no additional procedures required or adverse effects to the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.